Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the abnormal imaging was caused by a faulty printed circuit board (basal board). However, a definitive root cause was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the aware date for the initial MDR from august 26, 2022 to december 23, 2022.

Event description:
The subject device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, the green power light was on but there was no image displayed. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, there was no image due to a printed circuit board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.